Event description:
Customer reported experiencing frequent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer managed these issues by reverting to manual dose injections. A replacement pump was sent to the customer to resolve the issue.